Event description:
The customer stated the device was not reading accurately. The customer tested blood glucose in the morning and received a result of 112mg/dl. Around 4:30pm the customer started getting a severe headache. The customer tested blood glucose and received a result of 116 mg/dl. The customer stated their headache got worse and developed nausea. The customers blood glucose level was 214mg/dl at the hospital. No treatment was given. A request was made for the return of the suspect device and replacement product was sent.